Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection and loosening of the tibia at the bone to cement and cement to implant interface. Patient had a well functioning tka done in (B)(6) 2017. Over the last month it became infected with an unknown bug. Surgeon choose to perform a 2 stage revision, implanting a temporary spacer of sigma ps r 2.5 femur, and a sigma 2.5 all-poly ps insert. All original components were removed. Surgeon will re-implant when the infection is controlled. The femur and patella were not loose. The tibia came out clean from cement mantle, the tibial cement mantel came out in 1 piece as well. Cement used was hv 40 gram. Cement depuy was used,cement lot number not available.

Manufacturer narrative:
Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.